Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-three days after the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) revealed a mitral valve anterior leaflet vegetation with possible perforation and endocarditis that extended from the mital valve to the aortic root and bioprosthetic valve. Antibiotics were prescribed. It was reported that the patient had an pre-existing infection due to staph lugdunensis. Fifty-three days post valve implant, the valve was explanted and replaced with a non-medtronic surgical valve. No further adverse patient effects were reported.